Event description:
Facility alleges blood leak during dialysis (x2). Rn reports leak 3-5 minutes into treatment. New dialyzer primed and again pt had a blood leak. Pt lost amount of blood in lines. No further medical intervention required.